Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve and after access site closure, the valve migrated. Subsequently, a second transcatheter valve was implanted. Per the physician, an unspecified conduction disturbance occurred following the implant of the valve that contributed to the event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve and after access site closure, the valve migrated. Subsequently, a second transcatheter valve was implanted. Per the physician, an unspecified conduction disturbance occurred following the implant of the valve that contributed to the event. Additional information was received that the migration happened after the access site was closed. The conduction disturbance occurred after the first valve was implanted and the initial procedure was complete. A permanent pacemaker was implanted the next day.